Event description:
Rptr writes to MFR: "this letter is to advise of a possible malfunction or misuse of this equipment with results that could be dangerous or fatal to a pt. My mother was in a nursing home, here in town for several years until her 7/30/98 death. Earlier this year, I was in her room and attempted to move her oxygen-generating unit, a brown rollaround unit which says mountain medical (no address or phone) on it. On the side of the unit hung a water-filled bottle, which looked something like those plastic water bottles that hang on the side of pet cages. I somehow hit the bottle, which I understood later from a nurse there humidified the oxygen, with the wheelchair and inverted the bottle. I heard mom "sputtering" and turned just in time to see her jerking the nasal tubing out of her nose. Water was pouring from the tubing like a faucet. I then realized what had happened and turned the bottle to its original position. Feeling that this was an isolated and unusual incident (I had moved her wheelchair, the unit and a chair quite a bit in a small space) and it was not likely to recur, I unfortunately did not see the need to report it. Although no harm was done to mom as she was able to remove the tubing quickly. I do think that a similar incident could have contributed to the death of a pt at that facility in late march." "On 3/31/98 it was reported to me by a credible informant at the nursing home that water was seen to be running down the very ill and restrained man's face from what sounded like nasal cannula tubing. Also reported simultaneously was that the humidifier bottles were removed from the units the next day. When I checked mom's unit, the bottle was gone. The pt had died later the day the water was seen running down his face. I have reported what I have heard about this particular situation to the proper authorities and will not elaborate here as the story is rather convoluted and the letters written voluminous. I frankly don't think your company has any legal worries about this particular incident as it seems the possibility this unfortunate incident contributed to the man's death is nearly impossible to prove. In my heart, however, I am pretty well convinced it did. The purpose of this letter is to advise that these humidifier bottles can become inverted, spilling their contents, and to point out the possibility the bottles are being used in an unauthorized way (not properly anchored and/or perhaps they shouldn't be used at all on this unit) on your oxygen-generating equipment."

Event description:
Rptr writes to MFR: "this letter is to advise of a possible malfunction or misuse of this equipment with results that could be dangerous or fatal to a pt. My mother was in a nursing home, here in town for several years until her 7/30/98 death. Earlier this year, I was in her room and attempted to move her oxygen-gererating unit, a bown rollaround unit which says mountain medical (no address or phone) on it. On the side of the unit hung a water-filled bottle, which looked something like those plastic water bottles that hang on the side of pet cages. I somehow hit the bottle, which I understood later from a nurse there humidified the oxygen, with the wheelchair and inverted the bottle. I heard mom "sputtering" and turned just in time to see her jerking the nasal tubing out of her nose. Water was pouring from the tubing like a faucet. I then realized what had happened and turned the bottle to its original position. Feeling that this was an isolated and unusual incident (I had moved her wheelchair, the unit and a chair quite a bit in a small space) and it was not likely to recur, I unfortunately did not see the need to report it. Although no harm was done to mon as she was able to remove the tubing quickly, I do think that a similar incident could have contributed to the death of a pt at that facility in late march." "On 3/31/98 it was reported to me by a credible informant at the nursing home that water was seen to be running down the very ill and restrained man's face from what sounded like nasal cannula tubing. Also reported simultaneouly was that the humidifier bottles were removed from the units the next day. When I checked mom's unit, the bottle was gone. The pt had died later the day the water was seen running down his face. I have reported what I have heard about this particular situation to the proper authorities and will not elaborate here as the story is rather convoluted and the letters written voluminous. I frankly don't think your company has any legal worries about this particular incident as it seems the possibility this unfortunate incident contributed to the man's death is nearly impossible to prove. In my heart, however, I am pretty well convinced it did. The purpose of this letter is to advise that these humidifier bottles can become inverted, spilling their contents, and to point out the possibility the bottles are being used in an unauthorized way (not properly anchored and/or perhaps they shouldn't be used at all on this unit) on your oxygen-generating equipment."